Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was first manufactured unsterile under the lot 64p1091 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 412.214 with lot 64p1091 were reviewed: product code 412.214. Lot# 64p1091. Manufacturing site: mezzovico. Release to warehouse date: august 28, 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1, e2, e3, e4. G1: manufacturing site name and address.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a jnj employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral neck fracture with the femoral neck system (fns) implants. The surgeon commented that the direction of the locking screw that was inserted once was bad, and he re-inserted the locking screw. The surgery was completed successfully without any surgical delay. This report captures intra-op event in which the direction of the inserted locking screw was bad and the related complaint (B)(4) captures the post op event in which the patient had a secondary fracture under the trochanter and the surgeon underwent revision surgery. This report is for one (1) 5.0mmti locking scr slf-tpng w/t25 stardrive 40mm-sterile. This is report 1 of 1 for complaint (B)(4).